Event description:
It was reported that the burr became stuck in the lesion. The patient underwent a procedure to treat a lesion in the mid-left anterior descending (mid lad) artery, which was tortuous and heavily calcified. A 1.25 mm rotablator rotalink plus was selected for use. After a successful draw test, the physician cleared the proximal side of the lesion. However, during a second attempt, the burr became stuck in the lesion, accompanied by a larger drop in rpm. To ensure patient safety, the device was withdrawn. The attended physician then used small profile balloons, a cutting balloon, and placed stents to finish the procedure. The patient had some pain and discomfort after the procedure and was stabilized with nitroglycerin (ntg).

Event description:
It was reported that the burr became stuck in the lesion. The patient underwent a procedure to treat a lesion in the mid-left anterior descending (mid lad) artery, which was tortuous and heavily calcified. A 1.25 mm rotablator rotalink plus was selected for use. After a successful draw test, the physician cleared the proximal side of the lesion. However, during a second attempt, the burr became stuck in the lesion, accompanied by a larger drop in rpm. To ensure patient safety, the device was withdrawn. The attended physician then used small profile balloons, a cutting balloon, and placed stents to finish the procedure. The patient had some pain and discomfort after the procedure but felt better after being given nitroglycerin (ntg) and was stable afterward.

Manufacturer narrative:
Correction: h6 device codes.

Manufacturer narrative:
Correction: h6 device codes. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that majority of the coil was kinked and stretched at the burr. The annulus of the burr was damaged consistent with damage caused from device (wire) interaction during rotation. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotablator system was connected to the rotablator console and the foot pedal was pressed, the device stalled and did not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.

Event description:
It was reported that the burr became stuck in the lesion. The patient underwent a procedure to treat a lesion in the mid-left anterior descending (mid lad) artery, which was tortuous and heavily calcified. A 1.25 mm rotablator rotalink plus was selected for use. After a successful draw test, the physician cleared the proximal side of the lesion. However, during a second attempt, the burr became stuck in the lesion, accompanied by a larger drop in rpm. To ensure patient safety, the device was withdrawn. The attended physician then used small profile balloons, a cutting balloon, and placed stents to finish the procedure. The patient had some pain and discomfort after the procedure but felt better after being given nitroglycerin (ntg) and was stable afterward.